Manufacturer narrative:
Based on the claim against the product by the customer noting, the clip applier instrument was not clamping all the way, an investigation was completed to determine the cause of this reported event. The clip applier was analyzed and found failure analysis investigations they were able to replicate and confirm the reported issue. Failure analysis found the primary finding of cannot verify external event to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The clips opened and closed properly. Clip test was performed on the instrument and passed. The instrument was fully functional. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the clip applier instrument was not clamping all the way. The instrument was taken out, reloaded, and attempted again with the same results. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected with no noted damage. The type of clips used were hemolock. The surgeon used medium/large clips with the instrument. The patient demographic information was not available.